Event description:
It was reported that a cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and watchman truseal access system (was). It was reported the patient had no pericardium due to previous cardiothoracic surgeries and a pericardial effusion was noted prior to the procedure. The closure device was partially deployed outside of the heart before being positioned in the laa. A peri device jet was observed and the closure device was recaptured and removed from the patient. After removal of the first closure device the was sheath perforated the wall of the laa. A second 27mm closure device was implanted and the procedure was completed. Once the patient was in recovery, heparin was reversed. The patient reported chest pain, discomfort, and shortness of breath. The patient was discharged and will be monitored in an outpatient clinic.